Event description:
It was reported that the pt complains of continuous pain since surgery. Pain is dull and feels that his leg "buckles." He has had physical therapy for 8 months, but nothing has helped the pain. Pain is worse than before the surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the device implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provide din a supplemental report.